Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, around 6 pm, patient had suffered a hypoglycemic episode. Patient's wife, who found patient in a seizure state, reports that she heard cgm's audible and vibratory alerts. Patient's wife called the paramedics. Paramedics tested patient's bg at 57 mg/dl and administered a dextrose IV. Patient was transported to the hospital and released with no injuries. At the time of his call to dexcom technical support, patient reports that he was feeling fine.